Event description:
It was reported that patient underwent custom knee arthroplasty in 1998. Subsequently, surgeon is recommending a revision procedure due to wear of the custom tibial bearing. No revision procedure has occurred to date.

Manufacturer narrative:
Event date - no revision procedure has occurred to date. Implanted date - sometime in 1998. Explanted date - device remains implanted. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The tibial bearing has been implanted for approximately fourteen years.